Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported that the loss of communication between pumps and transmitter and also reported sensor signal not found. No harm requiring medical intervention was reported. Troubleshooting was performed; however, it was unknown whether the customer will continue to use of the device or not. The product will not be returned for analysis.